Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings:the keypad was found to be peeling. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed keypad damage and button response issues. This report is made based on results of the investigation performed on 01/23/2015.